Event description:
It was reported that pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Caller worked with technical support to confirm pump was not connected to power, remove pump from case, and repeatedly press center button while supporting bottom of pump, and pump display turned on after case was removed; issue was resolved when pump case was put on correctly.